Event description:
During use, smoke started to come out of the end of the resectoscope during a turbt (transurethral resection of bladder cancer) procedure. Staff were unclear if it was from the resectoscope itself or the cord. Both the cord and resectoscope were replaced and the procedure was completed without incident. There was no harm. Of note, staff did not change out the electrosurgical unit, and it functioned properly with new resectoscope and cord.